Event description:
Boston scientific crm received information that this right ventricular (rv) lead was fractured. R-wave sensing had decreased, loss of capture was noted at maximum outputs, pace impedance was greater than 2000 ohms and noise and oversensing were noted. There were a few episodes on non-sustained ventricular tachycardia due to the noise but no therapy was delivered. There was no evidence of pacing inhibition. The shock electrogram was clean. A lead revision was attempted but the physician was unable to obtain venous access. The patient has been referred to a vascular surgeon to perform the revision. All bradycardia and tachycardia therapy has been disabled until the revision is performed. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
The fracture was noted to be on the rate/sense (r/s) portion of the lead, which was later surgically abandoned. The defibrillation portion remains in service. A new r/s lead was successfully implanted in the rv. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
--